Event description:
It was reported that the bd syringe with the luer-lok¿ tip wouldn't draw up saline due to a hole that was noticed in the barrel next to the luer lock afterward. No holes were reportedly found in the packaging or in other syringes. As reported by the customer, "this syringe/needle did not come in contact w the pt. I was drawing up saline and noticed it wasn't working. There is a hole in the top next to the leur lock. I couldn't find a hole in the packaging to indicate a puncture after packaging. I checked the other syringes in the medroom (the 20's) and didn't see anymore with this issue. I'm sure this is an isolated incident but wasn't sure if you needed to make the company aware. Was the course of treatment changed? Noticed hole in syringe by leur lock while drawing up saline. Unable to continue to withdraw solution. Changed syringes. Did not come in contact with patient. Were any other actions taken? Examined packaging - no puncture hole noted, reported to materials management. Other syringes of same size were examined and did not find other syringes with the same issue. Is the product available for return? Yes. Is the date of the event known? Approximately (B)(6) 2019."

Manufacturer narrative:
H.6. Investigation summary: one photo was provided. It shows the bottom part of a syringe. There is a hole in the bottom part of the syringe near the luer, therefore failure mode is verified. This would have occurred during the assembly process of production and was missed by personnel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8054715 for the same defects or symptoms. There was no documentation of issues for the complaint of batch #8054715 during this production run. Root cause: this would have occurred during the assembly process of production and was missed by personnel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe with the luer-lok¿ tip wouldn't draw up saline due to a hole that was noticed in the barrel next to the luer lock afterward. No holes were reportedly found in the packaging or in other syringes. As reported by the customer, "this syringe/needle did not come in contact w the pt. I was drawing up saline and noticed it wasn't working. There is a hole in the top next to the leur lock. I couldn't find a hole in the packaging to indicate a puncture after packaging. I checked the other syringes in the medroom (the 20's) and didn't see anymore with this issue. I'm sure this is an isolated incident but wasn't sure if you needed to make the company aware. Was the course of treatment changed? Noticed hole in syringe by leur lock while drawing up saline. Unable to continue to withdraw solution. Changed syringes. Did not come in contact with patient. Were any other actions taken? Examined packaging - no puncture hole noted, reported to materials management. Other syringes of same size were examined and did not find other syringes with the same issue. Is the product available for return? Yes. Is the date of the event known? Approximately feb 21 2019".